Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is the second injection referring to the additiona suturing or to a medication injection? How was the pain treated? Was any medical or surgical intervention required? Was there any change in the patient¿s post-operative care due to this issues? Were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep): contacted with the sales rep today via phone, please refer to event description and other information requested is unknown. No product is available for return. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an oral trauma procedure on (B)(6) 2024 and suture was used. The patient came to the hospital for diagnosis and treatment due to oral trauma. The doctor used suture to perform debridement and suturing for the patient. After suturing, the suture broke during the knotting process. The doctor replaced the suture and re stitched the knot, no further abnormalities occurred. This incident resulted in the patient receiving a second injection, causing additional skin damage and increasing patient pain. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 photo investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. DHR reviewed and no issue found. The photo was reviewed, and cannot identify the complaint. The root cause of this complaint can¿t be determined. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.